Event description:
It was reported that during primary hand surgery, surgeon was fixing fracture of metacarpal using stryker variax hand plate. They bent plate to contour with bone. He attempted to use two screws in two distal holes, but screws kept spinning instead of locking onto the plate.

Manufacturer narrative:
Concomitant item according to additional information. Evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitant item. Details of the evaluation are attached in investigation for the primary product.

Event description:
It was reported that during primary hand surgery, surgeon was fixing fracture of metacarpal using stryker variax hand plate. They bent plate to contour with bone. He attempted to use two screws in two dystal holes, but screws kept spinning instead of locking onto the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.